Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a coyote es shelf box. The batch number on the packaging and the device matched the batch number for this complaint. The catheter was visually and tactilely inspected; there was blood in the inflation lumen and multiple hypotube kinks. Examination under magnification revealed three shaft kinks 24.5cm to 25.5cm from the distal tip and inner shaft buckling and kinks in multiple areas. The distal tip was also damaged. Microscopic examination of the balloon revealed a tear with a flap of balloon material pulled up over the marker band. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, on first inflation at 2 atmospheres, the balloon ruptured. The device was completely removed from patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on first inflation at 2 atmospheres, the balloon ruptured. The device was completely removed from patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).